Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible, that in a prior case, the device encountered difficulty during insertion, or after deployment due to interaction with anatomy. In these instances, the interaction can cause a break at the guide or at the sheath during manipulation of the device; however, this cannot be confirmed. The patient effect of pseudoaneurysm, obstruction, and foreign body in patient are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch report attached b3: date of event corrected from (B)(6)2024 to (B)(6)2024 b5: describe event or problem: updated e4: initial report sent to FDA: updated from "no" to "yes". G2: report source: "user facility" added. H6: health effect - clinical code 4582 was removed and replaced with code 2687, 2605, 2422.

Event description:
Subsequent to the initially filed report, the following information was received: user facility medwatch mw5159019 received, stating: CT imaging which showed retained catheter piece in the groin. Cta abdomen pelvis on (B)(6) 2024 which showed retained arterial catheter fragment in right common femoral artery, extending to proximal right external iliac artery, common femoral artery pseudoaneurysm, focal narrowing of right external iliac artery, small non-enhancing fluid collection around catheter fragment. A 71 y/o male s/p heart catheterization (B)(6) 2024 who was found to have a right femoral artery pseudoaneurysm associated with his access site as well as a retained foreign body. (B)(6) 2024 right femoral pseudoaneurysm repair and removal of foreign body with intraoperative ultrasound. Hemodynamically stable post surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a proglide device after an unspecified diagnostic procedure using a 6f sheath. Reportedly, a 15cm section with hydrophilic separated. Surgical intervention was performed to remove the separated section and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.